Event description:
The shaft of the 2.5 x 13mm cypher stent broke, while the physician attempted to introduce the stent into the coronary artery. A new stent was used without any difficulty. There was no additional information provided and the product will be returned.

Manufacturer narrative:
The device is available for evaluation, but has yet to be returned. Additional information will be submitted within thirty days upon receipt.